Event description:
A 76-year-old male patient with non-small cell lung cancer (nsclc) began optune lua therapy on (B)(6), 2025. On (B)(6), 2026, novocure was informed that the patient had experienced a recurrence of skin irritation and was treated with prednisone. It was also reported that the patient was experiencing excessive sweating, which led to the arrays peeling off the torso. According to the available medical record dated february 06, 2026, the patient had previously discontinued prednisone 5mg in (B)(6) 2026. Multiple attempts were made to contact the prescribing physician; however, no reply was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays placement to the skin inflammation/irritation, cannot be ruled out. Hyperhidrosis is related to device use, although assessed as non-serious. Skin reaction has been reported in the pivotal ef- 24 clinical trial for optune lua treatment for nsclc (19% overall in the ttfields arms and 2% overall in the control arms).